Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11 review of the most recent repair record determined that the cutter was not cutting properly. The cutter was replaced and resolved the reported issue. Review of the device history record was not performed as a lot number is required and what was not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, the device would not mesh properly. There was a patient involved but no impact, harm, or delay reported. Another device was used to complete the surgery and no additional graft was needed. Due diligence information complete.